Event description:
A customer reported experiencing a cartridge alarm 20 on multiple occasions. There was no adverse impact to the customer¿s blood glucose level. The customer was able to reload the same cartridge and resume insulin delivery.